Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset and showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) was on (B)(6) 2013 and the power on reset (por) was on (B)(6) 2013.

Event description:
It was reported that the device experienced a power on reset (por) on (B)(6) 2013 and was now at elective replacement indicator (eri). The device showed the eri date as (B)(6) 2004. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned. Analysis of the device revealed normal battery depletion. Concomitant products: 5054-52 implantable pacing lead (B)(6) 1998. (B)(4).